Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading went down to 48 mg/dl. The customer treated with orange juice and 10 crackers. The customer's health care provider suggested that he change the basal rates and carb ratio. The customer was assisted with changing the basal rate. The customer experienced low readings for the past 2 weeks. The customer also had a low reading of 55 mg/dl in the morning. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer did not complete troubleshooting.